Event description:
It was reported that this implantable cardioverter defibrillator (ICD) provided an inappropriate shock as a result of oversensed noise. It was questioned whether this was respiratory rate trend (rrt) oversensing however technical services (ts) confirmed it was not. Ts reviewed the presenting electrogram (egm) and found that there was rapid noise on the right ventricular (rv) rate sense. After the single inappropriate shock, the noise went away. Ts recommended inquiring about the patient's actions at the time of the shock. Other than the shock, no additional adverse patient effects were reported. This ICD remains in service.